Event description:
It was reported that the dexcom g7 sensor paired with the g7 app but failed to pair consistently with the ilet pump, resulting in intermittent communication failure between the cgm and the ilet; troubleshooting included toggling between dexcom g6 and g7 settings, restarting the ilet, shutting down a g7 receiver, and re-entering the sensor code, with guidance to allow time for pairing and to replace the sensor if needed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and pump consistent with intermittent communication failure, with involvement of electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.